Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 14a15h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently passed away. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. The patient was hospitalized for the event and treated with vancomycin (dose, route, and frequency not reported). Dianeal therapy was discontinued and the patient was placed on hemodialysis. The patient was eventually placed on hospice care and passed away due to an unknown cause. It was unknown if the patient had recovered from peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available. This is report 3 of 4 involved in this peritonitis event.